Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. The reported patient effects of worsening mitral regurgitation (mr) and tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
This is being filed to report the clip detaching, leaflet damage and increased mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1. On (B)(6) 2019, it was noted the posterior mitral leaflet (pml) tore and the second clip detached due to the tear (single leaflet device attachment (slda)). The mr increased to 2+. No additional treatment was planned. No additional information was provided.